Event description:
Customer reported that they tested and received a reading of 79mg/dl. They began to drive and experienced hypoglycemia. They lost consciousness and awoke inside a police car entoute to the hospital. They were treated intravenously to raise blood glucose levels. While customer was unconscious, emt's received a reading of 50mg/dl with an unknown brand meter. A reading of 140mg/dl was received after the IV glucose has been provided.